Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated out of the epidural space. The patient underwent a lead revision procedure and click anchors were implanted. No product was added or removed. The patient was doing well postoperatively.